Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that there was no intervention performed. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received that an additional red alert was received nine months after the initial observations were reported. A boston scientific sales representative confirmed no intervention was performed and the patient will continue to be monitored. This product issue will be re-evaluated if additional information is received.